Event description:
Healthcare professional additionally reported "particles in valve."

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ port leak and/or damage- breast, valve leak and/or damage- breas: not observed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.